Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. The lot was distributed in three (3) separate batches with release dates as follows: june 21, 2014 (46 parts), june 21, 2014 (6 parts), and july 10, 2014 (8 parts) device history record review: manufacturing date: june 21, 2014. Packaged by: synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that four (4) aluminum hohmann retractors were found with the tips broken off. The location of the missing fragments is unknown. It was unknown when or how the breakages occurred as the issue was noticed after sterile processing. No reported patient or surgical involvement. This report is 2 of 4 for (B)(4).